Event description:
Patient was revised to address pain, metalosis, corrosion on the trunion, and vertical malpositioning of the cup. (Hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned femoral head and liner find nothing outward to suggest product error. If revised the cup and stem were not returned. One copy of an x-ray image was provided with the initial reporting. As reported, the acetabular cup appears mal-positioned from surgical technique recommendations. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.